Manufacturer narrative:
.

Event description:
A customer in (B)(6) notified biomerieux of false resistant results associated with the vitek 2 ast-st01 test kit (reference (B)(4) involving streptococcus pyogenes. The customer reported the strains were cultured in tsa agar and re-test was done by disk diffusion on tss agar with a sensitive result of penicillin. The customer reported the incorrect results were reported to the physician, but there was no harm to the patient. However, there was a delay greater than 24 hours in reporting results. The customer indicated the strain was not kept.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported a false resistant penicillin result and >24 delay in reporting results for streptococcus pyogenes in association with the vitek® 2 ast-st01 test kit. Neither the strain nor raw test data was available for submission to biomérieux. Internal biomérieux investigation was conducted. Without submittal of the strain, it is not possible to confirm the discrepancy. Without the raw data, growth of the isolate in the vitek® 2 ast-st01 card cannot be assessed. Evaluation of the manufacturing qc records for ast-st01 lot 540389420 indicates the lot passed initial qc performance testing. There were no issues observed with penicillin on initial qc performance testing. Without the customer strain to test against the reference method, there is no evidence to indicate the vitek® 2 ast-st01 test kit is performing outside of specifications.